Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patient discarded supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a nurse from (B)(6) of diarrhea, fever, and peritonitis in patient coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient experienced diarrhea. On (B)(6) 2010, the patient experienced peritonitis manifested by abdominal pain, cloudy effluent, and fever and was hospitalized. The patient was treated with unspecified antibiotics. The cause of the peritonitis was diarrhea. Dianeal pd4 unknown bag therapy was ongoing. The peritonitis was resolving. It was unknown whether the diarrhea and fever resolved. The reporter believed the peritonitis was not related to dianeal pd4 unknown bag therapy. The reporter did not provide an opinion of causality for the diarrhea and fever.